Event description:
The user was walking at (B)(6) while using the walker. The pt passed a small ridge in the floor, and the right rear wheel of the walker came off. No injury was reported.

Manufacturer narrative:
The circlip that prevents the wheel from coming off had been over-extended. The wheel axles of the walker were according to specification. According to the customer, the wheel had not been changed. (B)(4).